Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a safety needle. The customer stated that when trying to lock the safety, the nurse could not activate the lock, and the nurse received a needle stick. The nurse was treated for the injury. The nurse had blood tests and it was not necessary to do any additional treatment.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.